Event description:
The customer reported an undetermined amount of clear fluid was leaking from the right side of the coulter lh 750 hematology analyzer. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the leak from worn tubing at vl59. The fse replaced the tubing resolving the leak. (B)(4).